Manufacturer narrative:
(B)(4): the pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
In (B)(6) 2010, it was reported that the patient developed peripheral edema. The patient was referred to a vascular specialist who was unable to diagnose any vascular issues. It was noted that the clinic recently switched to a new compounding pharmacy and was concerned that the drug could be a contributing source to the issue; the drug being delivered via the pump was not reported. In (B)(6) 2010, the pump was replaced. The patient recovered without sequela.